Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold due to calcification at the lead tip. No intervention was performed and the lead will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: updating aware date, event date, and concomitant product date to reflect dec 9th, 2025 rather than the previously reported dec 10, 2025.